Event description:
A patient reported experiencing inaccurate low results with an otu meter. The patient's blood glucose results were 262 mg/dl vs. 162 lab "or" 162 mg/dl vs. 262 lab (not clear on the reported issue notes). Tests were done within 10 minutes with a difference of 62% "or" 38%. Patient did not experience any adverse events. No further information has been reported.